Manufacturer narrative:
The sample is not available for evaluation. The lot number is unknown therefore, a batch review cannot be performed. If any additional information becomes available, a follow up medwatch will be submitted. (B)(4).

Event description:
The customer reported to baxter corporate product surveillance that a separation was discovered between two manifolds that were connected together to get a 6 port access. The customer connected the 2 manifolds and tightened them very securely with the luer lock. This condition occurred while administering tpn (total parenteral nutrition) and other unknown medications to a patient in the cv ICU (cardiovascular intensive care unit) who had previously surgery on (B)(6) 2009. The patient was being transported from the cv ICU to MRI when the nurse discovered clear liquid on the floor. She found that the two manifolds that had separated from one another. The nurse clamped off the central line, disconnected the manifolds, took out the air, cut the lines with alcohol and reconnected the line with only one manifold. The patient's status remained unchanged and stable. There was no patient injury or medical intervention associated with this report. The customer is now taping a tongue depressor underneath the two connected manifolds to keep them from separating. No additional information is available.